Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. Two samurai guidewires were introduced into the patient. One into the left anterior descending artery (lad) and one into the circumflex artery (cx). Vessel characteristics were approximately 60% stenosis with mild calcification and almost no tortuosity. After balloon inflation in the cx, when the physician removed the samurai guidewire, the tip of the wire didn't come out and remained in the cx artery. The physician over-stented the wire tip using a bifurcation stent in order to trap the free flowing tip and proceeded with the intervention. There was no patient issues reported to have occurred and the patient was noted to be well and alive.